Event description:
During preventative maintenance of the device, the user reported that upon the power up self-test of the roller pump, the message area screen was blank. When pressing the forward buttons the l/min screen would display, but no message area. The pump was disassembled and the connectors were reseated and the issue was resolved. Since the event occurred during preventative maintenance, there was no patient involvement during this event.